Event description:
It was reported that the device failed to prime during pre-use check. No patient injury was reported.

Manufacturer narrative:
Operator of device: patient/consumer the product was returned for evaluation; as well as, two (2) pictures. One picture a top view of the product with a syringe connected; the other pictured showed a close-up of the luer showing an apparent inlet diameter reduction. All the complainant returned units were visually inspected at a distance of 12 in to 16 in under normal conditions of illumination. An hourglass was detected on the bonding between the tube in the luer, thus occlusion is confirmed. The device history record (DHR) review could not be performed because no lot number or serial number was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).